Event description:
Hcp reported: "infection - hcp no longer follows patient." The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.